Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open on item issue. A technical support specialist (tss) performed troubleshooting with the customer, had the customer press down on the center of the drawer, knock on the latch, and tap underneath the drawer while selecting retry; however, the drawer did not open. The customer was advised to get the pharmacy to send another cubie to the facility, which the customer acknowledged. As a temporary workaround, the tss identified that the medication was stocked in another drawer; so, the drawer 1 was temporarily disabled, the issue was retried successfully to dispense the medication, and drawer 1 was subsequently re-enabled. The system functioned as intended after the technical support specialist troubleshot the device.